Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture¿s review of the customer¿s cleaning disinfection and sanitization (cds) practices and the legal manufacturer's final investigation. The user provided their cds practices of the subject device however, many questions were unknown/blank. The legal manufacture reviewed the provided practices and determined there was insufficient information to judge deviation from instructions for use (IFU). The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The device was evaluated and the following defects were found: light guide cover glasses glue porous, charge-coupled device glasses glue porous, distal end cap damaged, and damaged plug unit. These defects were not considered severe enough to cause a potential adverse event. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported ¿hygienic test not passed, possibly defective suction channel¿. The issue was found during inspection. The suction and biopsy channels were sampled. Over 100 colony forming units of escherichia coli were detected. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.